Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The alarm trace showed sample foam detection and sample clot detection alarms. The field service engineer (fse) found that the sample probe was clogged and the prewash sipper was bent. The fse cleaned the sample probe and replaced and adjusted the prewash sipper. Based on the available data, a general reagent issue could be excluded. The investigation determined the event was consistent with the issues found by the fse.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 15.6 ng/l. This result was reported to the doctor. A second sample was collected from the patient an hour later and the troponin results were 3.52 ng/l and 3.60 ng/l. Due to the difference in the results between the first and second sample, the customer was prompted to repeat the first sample. The first sample was repeated twice and the results were 4.54 ng/l and 4.41 ng/l.